Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug at unknown dose via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported erosion occurred. The device actually ruptured the skin. The area of erosion was pocket. The patient gained weight causing the pump to migrate and began to erode through the skin. Total system explant was taken to resolve the infection. No symptom was reported. Drug that was in the pump at the time was unknown. A new system was implanted today. No further complications were reported.